Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump and no delivery alarm. Troubleshooting for the cosmetic damage was performed. Customer advised they dropped the insulin pump but there was no damage on the device. Customer performed the self-test and failed. Customer was able to pass the displacement test. Customer was unable to troubleshoot for no delivery alarm because they had changed out the set prior to calling in. Customer advised they are missing the dome label sticker on the insulin pump. Customer was advised to monitor the insulin pump and call back if issues persist.